Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 1 month. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient underwent a pump exchange due to a driveline infection. The patient had accidently pulled the driveline by catching it on a door knob. The signs and symptoms of the infection were erythema, drainage, and tenderness. The previously unreported infection was originally diagnosed (B)(6) 2016. The treatment before the pump exchange was with oral levaquin; however, the infection worsened in (B)(6) 2017 and treatment was converted to IV cefepime. No additional information was provided.